Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "strain relief damage" could be confirmed during servicing. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Device received from (B)(6) for service. During servicing strain relief of the cord is discovered as damaged. The device was not being used in surgery. There was no injury or medical intervention reported. There is no additional information provided.